Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 35 mmol/l (630 mg/dl) while wearing the pod for between 5 and 24 hours. Symptoms reported include feeling sick, pale and stomach pain. When the pod was removed, the patient's mother noticed the cannula did not properly insert into the infusion site (abdomen) and the cannula was bent. A new pod was applied but the bg levels did not decrease. The patient went to the hospital where the new pod was removed and the patient was treated with fluids and an insulin drip. The patient was discharged from burton queen's hospital the following day.